Manufacturer narrative:
It was reported that the surgeon went to place the f1 jig and felt as though it wasn't aligned properly. The f2 and f3 jigs were pinned to measure the cuts, but the surgeon didn't believe that alignment was correct either. The surgeon switched to an off-the-shelf replacement and the case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon went to place the f1 jig and felt as though it wasn't aligned properly. The f2 and f3 jigs were pinned to measure the cuts, but the surgeon didn't believe that alignment was correct either. The surgeon switched to an off-the-shelf replacement and the case was completed successfully.